Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issue with pump. The customer¿s blood glucose level was 335 mg/dl. Customer stated that he changed his infusion set and the pump ejected 100 units before it stopped. Customer states insulin is "squirting out" during the load process. Customer performed troubleshoot. Customer states insulin does not continue to drip after motor stops during the fill tubing process. Customer states that they heard the pump motor stop when it contacted with reservoir to allow load reservoir process to complete and motor did not stop. Customer reported had experienced high blood glucose level of 335 mg/dl and had treated using the pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.